Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer's meter and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during investigation. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. Around 10:30-11:00 a.m. The meter result was 4.8 inr and around 1:00-2:00 p.m. The laboratory result was 3.6 inr. On (B)(6) 2019 at 11:00 a.m. The meter result was 4.3 inr and at 1:00 p.m. The laboratory result was 3.2 inr. The laboratory results were believed to be correct. The patients therapeutic range is 2.5-3.5 inr and tests weekly. There was no allegation that an adverse event occurred. The patient feels fine.